Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system test, and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after changing the reservoir. The motor error alarm occurred every time they attempted to enter their blood glucose. The customer was able to rewind the insulin pump. Customer's blood glucose level was 6.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.